Manufacturer narrative:
No moisture damage found inside the pump. Unit was received with blank display due to corroded battery tube. Unit was received with stripped battery cap coin slot, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing endcap sticker.

Event description:
It was reported that the insulin pump's battery cap was damaged. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.